Event description:
It was reported that an unknown infusor under infused. This was discovered when the infusor was disconnected and the balloon was still inflated. The device was filled with fluorouracil 4450mg in 115ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.